Manufacturer narrative:
Customer has chosen not to repair navigation system. According to biomed the error is gone. Customer was informed that this is an intermittent problem that might come back at any time and that our desired action is to replace the monitor. No navigation system checkout performed as issue resolved at the time of call.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. - no further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported the navigation system staff monitor displayed a flickering image. Intermittently the monitor displayed the error message indicating the signal was lost. In trouble-shooting, the biomedical checked all cables for proper connection. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.